Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the black box revealed several power on reset events (por) observed on (B)(6) 2015 and (B)(6) 2015. Battery alarms were also observed in the black box following the "por" event on (B)(6) 2015. The battery cap was unable to tightly secure to the pump. Battery compartment cracks were observed from the thread area to case seal. There was evidence of moisture contamination found inside battery compartment and on the underside of battery cap. During evaluation, the pump was powered on with the returned battery cap to a dim unreadable display; within three minutes the pump emitted alarms with an audible tone and vibration alert per normal operation. A leak test revealed leaks at the battery compartment crack. The remaining steps for the reported, ¿power¿ issue was unable to be completed due to a dim unreadable display. The pump case was removed; there was evidence of additional moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.